Manufacturer narrative:
The returned device was visually examined and found to be fractured at the drive tip. There were no manufacturing issues detected which would have contributed to this event.

Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation.

Event description:
The sales associate reported during a case that as the doctor was final locking, the tip of final locker partially sheared off. They replaced it with a new driver and finished the case. The doctor verified no broken pieces were left in the screw head.